Manufacturer narrative:
Per tandem t:slim x2 with control-iq user guide: "always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump received an expected empty cartridge alarm. Reportedly, the customer addressed the alarm hours later. Subsequently, customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was used to address bg. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insvulin therapy.